Event description:
Philips received a complaint on the intellivue multi measurement server indicating that the invasive pressure card no longer meets the performance for preventive maintenance, not at 219mmhg for a target value at 200mmhg. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a remote service engineer (rse), who spoke to the customer and advised that the device reached its end of support (eos) stage. The rse advised that the device is eos, so philips is no longer able to guarantee corrective/application maintenance, repair or spare parts availability for the product. The device was not available for return for further technical evaluation, and no additional physical inspection results were available for review. Due to the limited information provided by the customer and the inability to obtain the device for further technical evaluation, the final disposition of the device could not be confirmed. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #:(B)(6).